Manufacturer narrative:
The carbojet system has been used in over 100,000 clinical cases since 1993; the vast majority of uses are in arthroplasty of the shoulder, knee, and hip. The system has a long history of successful use in hip arthroplasty without adverse events. This is only the second report from the field of this type and the complaint rate based on usage is extremely low. This event was identified through a literature review of a previously reported adverse event involving shoulder arthroplasty and no device malfunctions were indicated in any of the literature reviewed. The event occurred immediately after cleaning of the femoral canal which takes place between the reaming and cementation steps of the femoral arthroplasty. Other significant complications were ruled out and based on the onset of the cardiac symptoms the root cause was attributed by the authors to a gas embolism. It is known in the literature that a fracture or severe cardiopulmonary disease could allow ingress of co2 or another gas directly into the venous circulation or venous vessels. When under pressure, gas can migrate into the venous system causing venous air embolism (vae), blocking the right ventricle of the heart and then migrating towards the pulmonary artery. Alternatively, a coronary embolism can cause cardiac arrhythmia or cardiopulmonary arrest. Because of such risks, it has been widely acknowledged for decades that carbon dioxide gas is the preferred media for removing blood and fatty deposits from the femoral canal and other internal procedures involving medical gas because co2 is 5 times less toxic than air, is 46 times more soluble in blood than nitrogen, and is 25 times more soluble in blood than oxygen (nitrogen and oxygen being the primary constituents of air). In summary, co2 embolism is a rare but known complication in surgery involving carbon dioxide gas. A literature review found that air, fat or cement embolisms can occur in up to 30% of hip surgeries. Some literature advocates use of carbojet to actually reduce the chance for gas embolism in comparison to saline lavage during hip surgery. Literature also shows that vae and co2 embolism are rare but known complications during surgeries that utilize gas during orthopedic procedures and gas insufflation. The incidence of carbon dioxide embolism during laparoscopic procedures is reported to be 0.00442% based on a review of 6 studies involving 769,239 patients. Review of the carbojet system IFU confirms the appropriate contraindications are included in relation to patients with significant pre-existing cardiopulmonary disorders. The contraindication section states, "total joint arthroplasty patients with significant pre-existing cardiopulmonary disorders may require careful monitoring by the anesthesiologist during carbojet use to forestall any unanticipated cardiovascular changes associated with the application of the co2." As an added precaution, the IFU contraindications will be revised to further describe this patient population as those who are asa (american society of anesthesiology) class iii or higher. The device was not returned for evaluation and the exact lot numbers involved in the event were not reported.

Event description:
A literature review was conducted as part of the initial investigation of the event reported in MDR 2027148-2015-00002. During a subsequent literature review on 08/04/2015, a similar adverse event (occurring in spain) involving carbojet was found in a case report that was published in 2012 in a spanish-language anesthesiology journal. It was also found that the same case (same patient, same hospital) was redundantly published in 2014 in a spanish-language orthopedic journal. According to these literature reports, the case involved an (B)(6) year old patient who experienced cardiopulmonary arrest (cpa) during cemented hip hemiarthroplasty and required cardiopulmonary resuscitation (CPR). The ventricular fibrillation and cpa lasted a few seconds. The patient's heartbeat returned to normal after CPR and the surgery was stopped. This complication was reported to have occurred immediately after using carbojet and was attributed to gas embolism once other entities were ruled out. The patient was transferred to the ICU for 24 hours where laboratory tests were found to be normal with no increase of cardiac enzymes. The patient was discharged to the trauma department and remained stable and asymptomatic for 8 days. The hip surgery was then completed without any complications despite the patient's anesthetic risk escalating from american society of anesthesiology class iii (asa iii) to asa IV. After recovery the patient began to walk at day 4 and was discharged 6 days later.